Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic cholecystectomy ' "the clips did not come straight out of the jaw. Therefore, the clips did not close."